Event description:
During review of the diagnostic log. The service tech found a code that indicated that the unit went into restart while the unit was in use. The service tech reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported error code. The service technician performed extended self testing (est) and performance verification testing and tests passed per operating specifications.